Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. Two kinks were noticed 72cm from the tip of the outer shaft and at the nosecone. The inner shaft, rack and tip were intact with no damage. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the lower limb artery. A 5 x 180 x 130 innova¿ stent was advanced to treat the target lesion. The physician pulled back the pull grip of the device and used the thumbwheel to deploy the stent, however the stent only partially deployed. In order to get the stent to fully deploy the physician disassembled the handle and pulled back on the delivery system. The stent deployed in the target lesion and the delivery system was removed from the patient. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the lower limb artery. A 5 x 180 x 130 innova¿ stent was advanced to treat the target lesion. The physician pulled back the pull grip of the device and used the thumbwheel to deploy the stent, however the stent only partially deployed. In order to get the stent to fully deploy the physician disassembled the handle and pulled back on the delivery system. The stent deployed in the target lesion and the delivery system was removed from the patient. The procedure was completed. No patient complications were reported and the patient's status was stable.